Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's ipg was inoperable. The patient lost stimulation approximately (B)(6) 2020. As a result, the patient's ipg was explanted and replaced. It is undetermined if the ipg exhibited normal or premature depletion. No complications was reported during the procedure.